Event description:
Same case as 1527460-2009-00052. It was reported that a g-tube was inserted in 2009 and that 10 days later, the patient experienced skin irritation/inflammation from the gastrostomy tube. The patient had pain at the tube site and leaking around the stoma site was noted. The tube had been placed in the small bowel. The patient was given antibiotics (augmentin and avelox) for the redness and inflammation. According to the reporter, thirteen days later, the gastronomy tube fell out twice. The patient inadvertently pulled the tube out when getting up to the bathroom unassisted. The same tube was re-inserted back into the patient.

Manufacturer narrative:
Tube fell out - refers to knt, tubes, gastrointestinal and accessories.